Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer planned to resume insulin delivery independently and continue using the current pump.